Manufacturer narrative:
(B)(4). Date sent 9/15/2025 d4 batch #804c76 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was broken and returned inside a plastic bag and it had a reload loaded. The reload was received fully fired with the right gripping surface broken off and not returned, the knife exposed on the proximal side and the swing tab in the locked position. No functional test could be performed due to the condition of the device. The event reported was confirmed and due to the condition of the device and reload, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 804c76, and no non-conformances were identified. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient was affected as this happened before firing the stapler. The procedure was completed using another stapler which was there in hospitals inventory.

Event description:
It was reported that during an unknown procedure new gun broke while assemling before firing the stapler pre-operatively.